Event description:
Received the following new add'l info from medical records: the pt had a neurology consult on 2/19/03. It is documented that the pt feels their symptoms have "not improved whatsoever since onset." The pt has not worked since the onset of the symptoms. The pt is refusing to have any further testing or treatment at this time.

Event description:
Report received with the following info: the pt had a cardiac catheterization in 2000. The pt had surgery 2 days later by a cardiothoracic surgeon. The surgical procedure was the removal of a perclose stitch on the right common femoral artery, thrombectomy, reconstruction of the right common femoral artery with gore-tex and intraoperative arteriogram. It is recorded that the pt has significant nerve damage, including right femoral neuropathy. No other info has become available.